Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter at 10:44 was 4.6 inr and the result at 12:35 was 3.3 inr. The customer was tested at the clinic with a coaguchek xs plus meter and the result was 3.9 inr. A venous sample was drawn and the result was 3.8 inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's therapeutic range was 2.5 to 3.5 inr. Medwatch field lot no was updated. The customer's meter was received for investigation. The meter appeared undamaged and was clean on the outside. The returned meter was measured with the retention test strips (186862-10) in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter: marcumar 3: 1.8 inr; marcumar 4: 2.0 inr. Retention strips/customer meter: marcumar 3: 1.8 inr; marcumar 4: 1.9 inr. The maximum difference between measurements with the same blood sample was 5%. The returned customer material and retention material complies with specification. Relevant retention test strips (lot 186862-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.